Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed a normal control test and received a result of 244 mg/dl. The normal control range was 96-132 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent to the customer.